Event description:
The generator was replaced prophylactically. It was noted that the explanted generator was discarded after surgery. No other relevant information has been received to date.

Event description:
It was reported that the patient's device was interrogated and the doctor "feels battery must be low" and her seizures are increasing. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.